Event description:
It was reported that during setup for a surgical procedure at the user facility, the device overheated. There was a five minute delay, no medical intervention, no adverse consequences to the patient reported.